Event description:
It was reported that during a drug eluting stenting treatment procedure, the stent moved on the balloon. Target lesion 1 was in the proximal/distal left anterior descending artery (lad). The lesion was 99% stenosed with calcification and severe tortuousity. A 2.75 x 32 mm taxus express2 stent was successfully placed. A 3.0 x 32 mm taxus express2 stent was attempted to pass into the lesion, but the stent delivery system (sds) hit the proximal edge of the previously deployed taxus stent, then was unable to cross the lesion. The sds was pulled back several times but resistance was encountered. The sds was removed from the body, and it was noted that the stent moved on the balloon. Plain old balloon angioplasty was performed. After this, a 3.5 x 32 taxus express2 stent was attempted in the lesion, but this device would not cross either. There were no complications, and the procedure was completed with another device. The patients condition is listed as good.